Manufacturer narrative:
Updated: b4, g2, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and performed all pneumatic test and checked calibration. All the test passed except the relief valve test. The fse reconnected all connections of helium reservoir assembly and tested the unit properly and handover to customer in working properly condition. All functional and safety test passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was displaying an alarm message "auto-fill failure." There was no patient involved.